Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lamp failed to ignite during maintenance involving an olympus xenon light source. There were no reports of patient involvement.